Manufacturer narrative:
H11- manufacturer narrative: cataracts is identified in the labeling as a known potential adverse event following icl implantation. H6. Health effect- clinical code (e): 4581-pigment dispersion. H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. Claim# (B)(4)

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pigment dispersion and a cataract developed. The lens remains implanted. Reportedly, 'patient is scheduled to have cataract surgery where the icl will then be explanted'. The cause of the event is other. If additional information is received a supplemental medwatch report will be submitted.